Event description:
It was reported that there was a leak in a blood administration set. This was observed during a patient infusion of IV fluids. The reporter stated that the leak was noted just below the double filter chamber filter, where the two pieces of tubing are joined. There was no report of adverse event. Additional information was requested and is not available. This is report two of two for this event.

Manufacturer narrative:
(B)(4). The actual sample was not available for evaluation, however two retention samples were visually inspected and functionally tested. No nonconformances were found, the reported problem was not confirmed and no root cause could be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned; therefore, an evaluation could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted.